Event description:
A customer reported difficulty with pressing the wake button on their pump. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.